Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced nausea, vomiting, and could not talk because she was in so much pain. The patient went to the hospital and when a fingerstick was taken, the cgm was reading 12.0 mmol/l and the blood glucose reading was 30.0 mmol/l. The patient was diagnosed with diabetic ketoacidosis and was treated with intravenous insulin. At the time of the report, which was the day after the event, the patient was still in the hospital. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced nausea, vomiting, and could not talk because she was in so much pain. The patient went to the hospital and when a fingerstick was taken, the cgm was reading 12.0 mmol/l and the blood glucose reading was 30.0 mmol/l. The patient was diagnosed with diabetic ketoacidosis and was treated with intravenous insulin. At the time of the report, which was the the day after the event, the patient was still in the hospital. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).